Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone cover of the jaw split and broke off inside the patient's leg. The broken jaw was retrieved from the original incision. A replacement device was used to complete the procedure. There was no patient complication reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection observed that the cold jaw boot insulation had multiple cracks and part of the insulation was not returned. The reported complaint was confirmed. A lot history record review cannot be performed because the lot number was not provided.